Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy to an occlusion of the middle cerebral artery occlusion , a an embovac catheter (ic71132ca, 30767693) and an embotrap were used. The embovac was inserted into an unspecified balloon guiding catheter and became stuck. When the embovac was pulled out, the tip of the embovac was crushed. The embovac was replaced with a sofia catheter, and it could be inserted with no problem. The procedure was completed with no patient consequence. A continuous flush was done. Additional information received indicated that there was no vessel calcification and tortuosity was not severe. It was further reported ¿kinked and could not be delivered¿. The coating was thought to be peeled off and stretched during removing from the patient body.

Manufacturer narrative:
UDI related data quality updates only. Correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a mechanical thrombectomy to an occlusion of the middle cerebral artery occlusion, a an embovac catheter (ic71132ca, 30767693) and an embotrap were used. The embovac was inserted into an unspecified balloon guiding catheter and became stuck. When the embovac was pulled out, the tip of the embovac was crushed. The embovac was replaced with a sofia catheter, and it could be inserted with no problem. The procedure was completed with no patient consequence. A continuous flush was done. Additional information received indicated that there was no vessel calcification and tortuosity was not severe. It was further reported ¿kinked and could not be delivered¿. The coating was thought to be peeled off and stretched during removing from the patient body. A non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Upon receiving the device, the catheter was inspected, and the presence of hydrophilic coating was confirmed. The braided wire was found to be stretched at 1.50 cm through 11.50 cm from the distal end. Also, three (3) compressed conditions were found in the braided mesh, the first at 0.50cm, the second at 1cm, and the third at 1.50cm. Further inspection under microscopic magnification revealed that as a result of the stretching, the coating was observed to have a torn/frayed appearance. Then, the catheter was flushed to verify the existence of water leakage; the water began to leak from a hole, which was a result of the severity of the stretched condition encountered. The device was confirmed to be within specifications for the outer diameter (od) of the non-damaged portions of the device. A manufacturing record evaluation was performed for the finished device 30767693 number, and no non-conformances related to the malfunction were identified. The described event was confirmed based on the multiple damages found in the device. The stretched appearance and subsequent rupture (observed as leakage) of the returned catheter seems to be a translation of the difficulty of withdrawing the device. According to risk documentation, an impeded and damaged catheter could be an issue that occurs due to an unproperly tighten hemostasis valve (rhv). With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. No issues were reported to have occurred during the first pass, therefore, clinical and procedural factors may have contributed to the issue encountered. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.